Manufacturer narrative:
E1: initial reporters facility name: (B)(6). E1: initial reporters address 1; (B)(6). One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event was confirmed during functional testing. It was determined to be caused by the faulty downstream (dso) sensor. The downstream (dso) sensor was replaced.

Event description:
It was reported that the device had cassette was not being recognized. There was no patient involvement.